Manufacturer narrative:
The astral device pneumatic block was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Visual inspection of the internal pneumatic block revealed contamination. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination of the inspiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral pneumatic block caused the device to fail to complete its internal self-test. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement pneumatic block as part of a warranty claim. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral pneumatic block caused the device to fail to complete its internal self-test. The device was not in patient use when the reported event occurred.